Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus remains implanted and a tandem cuff was implanted. Following the procedure the cuff is working and the physician is happy with the placement.

Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus remains implanted and a tandem cuff was implanted. Following the procedure the cuff is working and the physician is happy with the placement.